Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush refills keep coming loose / screw thing or bearing comes out and then the spinning disk stops oscillating [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that the oral-b brushheads, version unknown kept coming loose. The consumer elaborated that the screw thing or bearing came out and then the spinning disk stops oscillating. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
On 29-may-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on (B)(6) 2018. Product return was received and investigated. Investigation results showed that complaint was caused by a breakage due to an effect of force because of consumer handling.

Event description:
Report source: non-event - spontaneous. A consumer of unspecified age and gender reported via phone on (B)(6) 2018 that the oral-b brush heads, version unknown kept coming loose. The consumer elaborated that the screw thing or bearing came out and then the spinning disk stops oscillating. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.